Event description:
The pt's wife contacted office on (B)(6) 2004 in late afternoon stating that while dressing pt she noted "pus" coming from electrode incision site. The pt's wife was advised to bring pt into office immediately. Dr (B)(6) was notified. Pt arrived and was evaluated. He was admitted on evening of (B)(6) 2004. He was started on antibiotics, underwent an emergency CT of the head which revealed no intracranial extension of the infection. He subsequently underwent removal of left sided dbs lead, extension and generator on (B)(6) 2004. Dr (B)(6) feels this adverse event was device related.